Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from anterior leaflet, was due to pre-existing anatomy with friable leaflets. The reported recurrent mr was a result of the slda. The reported shortness of breath (dyspnea) was a secondary effect of the recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2024 to treat mixed mitral regurgitation (mr) grade 4. One xtw mitraclip (lot: 30828r2092) was implanted successfully reducing mr to grade 2. The patient was stable and moved to recovery. On (B)(6) 2024 at the follow-up transesophageal echocardiogram (tee), the clip was detached from the anterior leaflet (single leaflet device attachment (slda)) and recurrent mr grade 4 was present. The patient was experiencing dyspnea. No intervention has been performed. The physician thought the slda was due to friable leaflets.